Event description:
The customer had an alarm. Explained the customer that the alarm is a motion sensor alarm indicating that something may be preventing the lead screw from turning. Advised the customer to clean the lead screw. During the call the customer was hospitalized for high bgs. The customer refused to provide any details on the event. Troubleshooting could not be performed.